Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, product type: software, product ID: hh9020tdd, lot#serial#: (B)(6), product type. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable pump. The indication for use was non-malignant pain. The patient reported that their communicator is "not responding". The patient stated when they are trying to give himself a bolus, it will "disconnect or it won't give me my bolus at all". The patient stated sometimes they get an error message but did not know what the error messages were. The patient also mentioned it will "stall for a couple minutes" at 90 percent. The agent had the patient try to connect while on call and was able to connect. The patient said their issues are intermittent. The agent then walked the patient through restarting the handset and communicator and toggle airplane mode on and off and the patient was able to connect to the pump after having to resync. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement device. Communicator not able to connect to ptm - not found. No patient injury reported. Additional information was received from the patient who called back stating that they received the replacement communicator but kept getting no device found after clicking on switch communicator. The patient had airplane mode on, so the agent had the patient turn it off and try to connect again but that did not resolve issue. The agent transferred the patient to hcit (healthcare information technology) to further address the issue. Hcit requested a replacement handset from the repair department due to the connection issues. No indication of patient harm.